Event description:
The customer reported the alarm has battery acid leakage in the battery compartment. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that there is corrosion on the flat battery contact and white powder residue inside the battery compartment. Unit powers up and passes all tests. Conclusions: the district mgr provided inaccurate battery storage info to the customer which resulted in corrosion. Note: the instructions for use state that the 8374np (no power model) does not have an on/off switch. This is to prevent pts or caregivers from turning off the alarm. The only way to turn off this model is to remove the batteries. (B)(4).